Event description:
It was reported that a request was made to have data from this pacemaker analyzed as the estimated remaining battery longevity decreased from 8.5 years in (B)(6) to 6.5 years currently. It was noted the patient is ap 6 percent, vp percent. Data analysis confirmed the device has had no unusual faults or resets, and the battery voltage / current consumption is within expectations based on therapy programming. The device is depleting normally with no evidence of premature battery depletion (pbd). The power consumption is currently elevated due to the device sensing persistent episodes of high-rate atrial rates since (B)(6) 2026. Technical services (ts) also noted there was an atrial tachy response (atr) mode switch related to the far field from ventricular sense activity. Ts noted that if the health care professional (hcp) would like a new analysis at any point, they can ask for a patient-initiated interrogation (pii) and notify them. No adverse patient effects were reported. This device remains in service.